Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost pairing with the ilet, after which the user restarted the ilet, toggled bluetooth, and re-entered the pairing code to initiate re-pairing. No adverse clinical symptoms reported. Outcomes included no change in glucose control and no need for medical care. User support included user-guided troubleshooting focused on bluetooth connectivity and re-initiation of the sensor pairing process. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 without evidence of sensor or ilet hardware malfunction, with successful initiation of re-pairing after standard connectivity steps. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing error resolved through standard troubleshooting.

Manufacturer narrative:
Initial.